Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle of the insertion section was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection; IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using the colonovideoscope, the angling rubber started to release from the probe, and the glue had cracked and started to come off. No metal protruded. The issue was observed during reprocessing. The procedure was cancelled. Though the procedure could not be completed and treatment was interrupted, there was no patient injury reported. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was a clogged nozzle with a foreign material of unknown origin. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a clogged nozzle with a foreign material of unknown origin. It was advised to replace the nozzle unit. In addition to the findings in b5, evaluation found the following: the plastic distal end cover/probe cover had insulation, the distal end of the light guide rod lenses (3x) were chipped, and the charged coupled device cover lenses were chipped, lens glues (3x) were chipped, charged coupled device cover lens glue was chipped, the plastic distal end cover/probe cover had a sharp edge, the bending section cover or distal sheath was cracked, the bending tube was deformed and had a metal braid cutting wire, and the connecting tube had a scratch. The air/water nut painting and the suction cylinder nut painting peeled off; the universal cord had buckles; the plug unit had damaged housing; the scope connector water mouthpiece was deformed; right-left and up-down knobs angulation play less or specified value; stiffness control had malfunctioned. Water contact / water removal, air/water function nozzle was clogged, suction function is recommended. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.